Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 44. Details of surgery: ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and bleeding. No further patient complications were reported.